Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device displayed error message e226 and snow on the screen. The issue occurred during set up before use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported error was confirmed. However, the snow on the screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in the cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a disconnection in the cable unit, error code e226 is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.